Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The patient required revision surgery due to pain in the left knee.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-00036, 391-09-604, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.